Manufacturer narrative:
Date of event: no specified date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was leaking urine. The patient said that she fell last week, but she has been leaking for a little while. The patient and the rep attempted connecting her remote for over 45 minutes. The patient was having a hard time reading the screen. She was able to sync the device, but she could not get it to increase or decrease stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the health care provider is not able to see patient in clinic at this time. The rep will assist patient with her remote usage when the covid-19 quarantine lifts. No further complications were reported.